Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the cell 1 of the au5800 clinical chemistry analyzer and replaced multiple parts including the buffer valve, the buffer syringes and sodium electrode to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event, however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse calibrated and performed quality control. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic patient results for sodium (na) on cell 1 of their au5800 clinical chemistry analyzer. The customer repeated the patient samples on cell 2 of the same analyzer and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.